Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.